Event description:
It was reported that during a shoulder procedure using a speedscrew 5.5 implant with inserter handle, the implant broke upon insertion into the bone hole. An add'l speedscrew 5.5 implant was opened, however, this implant also broke. The surgeon then decided to drill a new bone hole and the procedure was completed using a third speedscrew 5.5 implant. There were no significant delays or patient complications reported as a result of this event.